Manufacturer narrative:
The investigation determined the product performs according to specifications. A dilution issue could be excluded since another test parameter from the sample had reproducible results. The investigation determined the cause is related to a pre-analytic sampling issue leading to a micro-clot in the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation ii on the cobas pro c 503 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted with an ast value of 98 u/l. The sample was diluted 1:2 and repeated, resulting with an ast value of 37 u/l. The sample was then repeated without dilution, resulting with an ast value of 37 u/l. The ast reagent lot number and expiration date were requested, but not provided.